Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from the transfer set. The transfer set and the catheter had become disconnected. The patient went to the clinic to have their transfer set changed. There was no patient injury or medical intervention associated with this event. No additional information is available.